Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: ei631006, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72400098, serial number: n/a, batch/ lot number: 302939015, model/ catalog description: control pump fgs.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were removed due to unknown reason and replaced with a new aus system. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was explanted due to it quit working and the patient wanted the device replaced.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024 serial number: n/a batch/ lot number: ei631006 model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72400098 serial number: n/a batch/ lot number: 302939015 model/ catalog description: control pump fgs.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were removed due to unknown reason and replaced with a new aus system. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was explanted due to it quit working and the patient wanted the device replaced.